Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that data was missing on the report for refill. A technical support specialist resent the load and count message for the affected station. The refills were then populated with the missing medication. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es system was not populating to refill when dropping below the minimum stock level and not notifying when zero stock left. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.